Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03250, 0001825034-2017-03252, & 0001825034-2017-03253.

Event description:
It was reported by patients legal counsel that the patient's left hip was revised nine years post-implantation due to pain and difficulty walking.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03250, 0001825034-2017-03252, 0001825034-2017-03253, 0001825034-2017-07356. Concomitant medical products: m2a-magnum mod hd sz 48 mm catalog# 157448 lot# 463020, m2a-magnum 42-50m tpr insrt +3 catalog# 139258 lot# 958730, m2a-magnum pf cup 54odx48id catalog# us157854 lot# 497650, bi-metric/x por nc 15x155 catalog# x180315 lot# 821410, cocr cable/sleeve set 2.0 mm catalog# 120010 lot# 512780. Reported event was confirmed by review of op notes. Revision op notes indicate that the patient underwent a left tha revision due osteolysis with pain. Turbid synovial fluid, soft tissue metallosis, osteolysis, as well as trochanteric fracture and bone erosion secondary to osteolysis were identified inter-operatively. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by patient's legal counsel that the patient's left hip was revised eight years post-implantation due to pain and difficulty walking.